Event description:
Home patient reported numerous incidents of minicaps being dry. The home patient stated the sponge inside was brownish in color. The home patient stated these incidents occurred months ago and there was no pt injury associated with them.